Manufacturer narrative:
At this time, product has not yet been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs optium neo meter, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the fs optium neo meter were reviewed and the dhrs showed the fs optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A health care professional reported receiving erratic readings on an adc device. Customer reported receiving readings of 1.3 mmol/l and 16 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.